Event description:
It was reported that the patient received vibratory alerts for high, out of range, lead impedance. Loose set screw was suspected. Out of range measurements were reproduced in-clinic while tapping on the header. Patient was presyncopal. Surgery was recommended to correct the suspected connection issue. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.